Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Event description:
It was reported that right hip revision surgery was performed due to pseudotumor. Only r3 liner, modular sleeve and hemi head were revised.